Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was on their 2nd pump. The pt was maintained on standard anticoagulation medications during the entire lvad support. The pt developed thrombus in the pump. Thrombus was identified by 320 scanner on admission. The pt underwent aggressive anticoagulation treatment and was listed for heart transplant for a brief period of time. It was later decided that the pt, due to their condition, would be withdrawn from support based upon the pt and pts' family wishes.

Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.